Manufacturer narrative:
The implant date and lot numbers of the concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump was removed and replaced because it was not working properly. No patient complications were reported.